Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was defective. No further information was reported. Additional information has been requested, a follow up report will be sent if additional information is received.